Event description:
It was reported that sometime after implant the lead dislodged, the next day it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but blood was noted on helix mechanism; full lead returned and analzyed.